Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed inappropriate atp and shock was delivered due to unspecified oversensing. Programming changes were made and the patient was in stable condition.

Event description:
New information received notes that the right ventricular (rv) lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.